Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer went to the hospital with an aviva combo blood glucose result of hi, which on the system indicates a result in excess of 33.3 mmol/l. In hospital she was diagnosed with ketoacidosis. Her blood glucose level measured with hospital meter was 42 mmol/l. Practitioner thinks that the pump is having a problem with the insulin delivery. A request was made for the return of the device, replacement sent.